Manufacturer narrative:
The glucose hk gen.3 reagent lot number is 82238001, and the expiration date is 31-nov-2025. The creatinine plus ver.2 reagent lot number is 85313801, and the expiration date is 31-oct-2025. The calcium gen.2 reagent lot number is 85054501, and the expiration date is 31-mar-2026. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose hk gen.3, creatinine plus ver.2, and calcium gen. 2 results from the cobas c 503 analytical unit. Patient (B)(6) initial glucose result was 71.0 mg/dl, and the repeat result was 120 mg/dl. The initial creatinine result was 0.985 mg/dl, and the repeat result was 2.06 mg/dl. The initial calcium result was 3.76 mg/dl, and the repeat result was 8.85 mg/dl. Patient (B)(6) initial glucose result was 61.3 mg/dl, and the repeat result was 91.4 mg/dl. The initial creatinine result was 2.06 mg/dl, and the repeat result was 1.04 mg/dl. The repeat results are from another c 503 unit and were deemed to be correct. The questionable results were repeated because the customer questioned the calcium results that were generated.

Manufacturer narrative:
Section d, device identification, d4 serial no. Was updated. A field service engineer (fse) determined that there was a defective sample valve and replaced it, and adjusted rinse levels. The investigation determined that the service action resolved the issue.